Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer would reload supplies as needed to resume insulin to address the issues. There was no adverse impact to customer¿s blood glucose level.